Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and motor error. The insulin pump shut off and had to restart everything. Customer's blood glucose level was 199 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates and the pump functioned properly. No blank display, display anomaly, screen shutting off or other unexpected alarm anomaly noted during testing. The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and it passed. The pump passed the self test, unexpected restart and all operating current measurements. No unexpected low battery, failed battery or off no power alarms were noted. No damage inside the pump was noted. No cosmetic damage noted.